Event description:
It was reported that there was a defective control panel in an arctic sun device. Per review of wo on (B)(6) 2024, there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The complete initial reporter phone number is (B)(6). The complete initial reporter facility name is (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
This supplemental MDR is being submitted to capture additional information from follow up and the investigation details. There was no patient involvement. A review of the risk document was performed for the investigation. The reported event is addressed, and based on this review, the risk acceptable.; therefore, this event is not reportable. The reported issue was confirmed. The root cause identified is a failed control panel. The device was evaluated upon receipt. Failed control panel. Replaced control panel. Functional and safety tests passed. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported product number is sold ous. The UDI number for this product is not available. The complete initial reporter phone # is (B)(6). The complete initial reporter facility name is (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a defective control panel in an arctic sun device. Per review of wo on 19sep2024, there was no patient involvement. Per follow up information received via phone on 19sep2024, device would be repaired in the hospital by crs.